Event description:
It was reported that the line connedcted with the 3 way port was cut. No patient injury was reported.

Manufacturer narrative:
Customer report was confirmed. One flotrac kit was received for evaluation. The tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). The broken tubing was bent near the bond joint.